Manufacturer narrative:
(B)(4). PMA/510(k) number: the rt021 is sold in the USA but has no 510(k) number as it is considered a class I device. Method: the complaint rt021 catheter mount was returned to fph in (B)(4) for evaluation where it was visually inspected. Results: visual inspection revealed that no glue was found on the inside of the tube cuff or connector. A lot check revealed no other complaints of similar nature for lot 150120. Conclusion: based on the investigation conducted, the connector disconnected from the tube due to no glue being applied. It appears that in this instance, the production operator failed to apply glue during the assembly process. All rt021 catheter mounts are pressure tested prior to release for distribution. Any catheter mounts that fail the pressure test are rejected. Our user instructions that accompany the rt021 catheter mount state the following: check all connections are tight before use; perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (fph) representative that the connector of an rt021 catheter mount had detached from the tube. This was found before patient use.